Event description:
The manufacturer was informed that while a physician was performing a removal of the fallopian tubes, the procedure resulted in the patient having a large hematoma and was hospitalized for three days then released. The area of the hematoma is currently unknown. The physician used a demo device, without training and without a company representative onsite during the procedure.